Event description:
On 15-mar-2025, an ilet user experienced a low blood glucose (bg) event while undergoing dialysis, during which they removed their ilet pump. Their bg dropped to 35 mg/dl and remained out of range for about an hour. The user became incoherent and unaware, requiring their husband to take them to the ER. They received treatment with dextrose, antibiotics, potassium, and sodium. The user was discharged on (B)(6) 2025.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.